Event description:
It was reported that pump screen had multiple dead pixels with black spots that blocked view of units in cartridge and number 3 on keypad. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up, so no troubleshooting or corrective actions were completed and cts was unable to obtain additional information regarding the outcome of the event.